Event description:
It was reported that an instance of noise reversion was presented over a remote transmission. There was no noise signal present on the egm. The device remained implanted and the patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.